Event description:
Found during testing, a nurse reported that the device did not give shock tone while charging to 200j or discharge when the shock button was pressed for a self test. There was no pt involvement with the reported incident. Customers biomedical technician evaluated the device was not able to duplicate the issue.

Manufacturer narrative:
Physio-control evaluated the device and was also unable to duplicate the reported failure to charge up to 200j. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.